Event description:
Same case as MDR ID: 2134265-2015-03597. It was reported that guide wire entrapment occurred. The target lesion was located in the calcified posterior tibial artery (pta). After a 300cm v-14¿ controlwire® guide wire crossed the lesion, a 2.5mmx100mmx150cm coyote¿ balloon catheter was advanced for dilatation. The balloon was inflated once at 8 to 10 atmospheres. The physician then deflated the balloon and repositioned the balloon to treat another part of the vessel, however, the balloon catheter was stuck on the guide wire. Both devices were removed from the patient as a unit. The physician advanced a v-18 guide wire and the procedure was successfully completed with a sterling balloon catheter. No patient complications were reported and the patient¿s status was fine.

Event description:
Same case as MDR ID: 2134265-2015-03597. It was reported that guide wire entrapment occurred. The target lesion was located in the calcified posterior tibial artery (pta). After a 300cm v-14¿ controlwire® guide wire crossed the lesion, a 2.5mmx100mmx150cm coyote¿ balloon catheter was advanced for dilatation. The balloon was inflated once at 8 to 10 atmospheres. The physician then deflated the balloon and repositioned the balloon to treat another part of the vessel, however, the balloon catheter was stuck on the guide wire. Both devices were removed from the patient as a unit. The physician advanced a v-18 guide wire and the procedure was successfully completed with a sterling balloon catheter. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The visual inspection was performed and revealed the distal tip kinked and bent, and the polymer coating at the distal end detached exposing the corewire (0.5cm approx.). No evidence of corewire fracture was found. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).